Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the patient trigger printed circuit board and was able to reproduce the reported issue and isolate it to the board missing a diode.

Manufacturer narrative:
Carefusion complaint number (B)(4). The unit was returned to the factory service department for evaluation where the reported incident was confirmed and isolated to the patient trigger printed circuit board. It was also determined the unit was out of calibration and was due for the 5 year preventative maintenance. The patient trigger printed circuit board was replaced as well as the unit recalibrated however the customer did not want the preventative maintenance performed at this time. The unit was tested and meets service specifications and was returned to the customer. In the event additional information is received a follow-up report will be submitted at that time. (B)(4).

Event description:
The customer stated that this unit has error code (B)(4) when the unit is turned on, which is a problem with the patient triggering system. There was no patient involvement at the time of the incident.